Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels, up to the 600s range (mg/dl), since early (B)(4) . The customer was able to correct bg level by delivering correction boluses via the pump. The customer stated that they have an appointment with the healthcare provider to discuss possible changes to pump settings. In addition, the customer typically changes out supplies every 2-3 days. The customer was instructed regarding cartridge/insulin labeling.